Event description:
The pt was implanted with two leads having the same lot number. It was reported the scs system was explanted on (B)(6) 2014 due to ineffective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.